Event description:
It was reported that during a lap nephrectomy, the reload is off the jaw when the surgeon opened the jaws after firing on the renal vein. Also, half of the staple lines are not applied to the vessel completely. The total op time delayed two hours due to this event. Completed the procedure with clipping and suturing. There were no adverse consequences to the patient and the patient is ok.

Manufacturer narrative:
Information anticipated, but unavailable at this time.